Event description:
It was reported that during the implant procedure the physician opted not to use the lead because the rv coil looked like it had been pulled apart. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted. Upon inspection it was noted that the defib conductor of the lead was distorted. Upon visual inspection it was noted that the lead was damaged during the implant process.